Event description:
The customer reported that during a hysterectomy, the device jaws could not be re-opened. The instrument was removed manually by the surgeon with no tissue damage or injury to the pt. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.